Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the heat shrink torn at the roll gear-main tube interface. There is no material missing. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from excessive contact with abrasive or hard surfaces during use or reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the permanent cautery hook instrument had a tear near the end of the instrument. No known impact or patient consequence was reported.